Manufacturer narrative:
A ge healthcare service technician performed a checkout of the unit and confirmed the reported issue. The power supply and battery were replaced to resolve the reported issue. Customer contact reports no patient information available. Date of device manufacture not available at time of filing.

Event description:
The hospital reported that during a case, while in use on battery power, the system shut down resulting in a loss of mechanical ventilation. There was no report of patient injury.